Manufacturer narrative:
This initial emdr record was due for submission originally on (B)(6) 2026. The delay resulted from an internal processing oversight within our workflow. Upon identification of the delayed submission, immediate submission is taking place, along with a review to determine if any additional records due (B)(6) 2026 have been addressed. The review confirmed no additional impact reports were found.

Event description:
Implant failed to osseointegrate.